Manufacturer narrative:
Device is not being returned for eval.

Event description:
Pt had 2004 acl. Re-injured playing basketball in 2007. Dr's visit on approx three months later. Swelling over tibial tunnel - hard mobile mass, maybe the majority of the screw. On the following month, a re-scope showed a partial tear of the acl. Saw a large bursa, thick -walled; 2 cm plus of screw material sitting outside of tunnel. Dr. Debrided everything he could. Tunnel was "2-2.5cm in size." He packed the tunnel with optiform graft. Pt is about 1 week out and doing fine. (Note:"pt may have congenital hyperextension of the knee).